Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Audio tone/beeps functioned properly. Pump was received with no vibration during self test due to broken vibrator motor wire (black). Unit was received with intermittent button response due to flattened act button dome switch. Keypad connector was fully locked. Pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump does not alarm or vibrate anymore. Customer's blood glucose was 300 to 400 mg/dl at the time of incident. Troubleshooting found that the pump did not alarm or vibrate during the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given. Customer declined high blood glucose troubleshooting.